Event description:
It was reported that during pre use check the gas supply test was failing. There was no pt involvement. (B)(4).

Manufacturer narrative:
The reported gas supply sub-test failure during the pre-use checks was, according to information from our service engineer, caused by a monitoring printed circuit board. The pc-board was dispatched to the customer for replacement of the faulty pc board. The pc-board or log files have not been received, despite of several reminders having been sent. The root cause for why the monitoring printed circuit board failed has not been determined as a result of this investigation due to the lack of info and/or goods.

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch will be provided when investigation is finished.